Manufacturer narrative:
Visual analysis of the returned device identified broken shell. Weight measurement was performed and identified device was underweight. Microscopic analysis was performed which identified striated opening on anterior and sharp broken edge on radius. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on radius due to an unidentified (tear) opening and a striated opening due to surgical damage, consist in the use of some surgical tools.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.